Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rcr surgery, when the surgeon was screwing the healicoil knotless anchor into the patient shoulder, it came apart, the broken pieces were removed with a grasper. The procedure was successfully completed without a significant delay using the same device. No other complications were reported.

Manufacturer narrative:
Additional information in b5.

Event description:
It was reported that during a rcr surgery, when the surgeon was screwing the healicoil knotless anchor into the patient shoulder, it crumbled and came apart. The broken pieces were removed with a grasper but the surgeon got enough of it that he left it in the patient the procedure was successfully completed without a significant delay using the same device. No other complications were reported.

Manufacturer narrative:
H10: updated b5 and h6 (health effect - clinical code and health effect - impact code). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of peek-optima polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue could not be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a rcr surgery, when the surgeon was screwing the healicoil knotless anchor into the patient shoulder, it came apart. The broken pieces were removed with a grasper, but as the device was crumbled, the doctor got enough of it that he left it in the patient. It is unknown how the procedure was completed. A non significant delay and no other complications were reported.